Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.4, second test inr = 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060736: first test inr = 1.4, second test inr = 2.3; mean = 1.85; sd = 0.63; %cv = 34%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per internal protocol, in-house retain strips 060736 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060736) performed on 03/01/2007. Based on the test results, retained strips lot 060736 meets the criteria for strip precision.